Event description:
The plaintiff's attorney alleges that the pt experienced metabolic alkalosis, heart attack, and cardiac arrest, before subsequently expired on that same day, as a result of naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.